Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 21-may-2021. The most recent information was received on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain in the ankles, knees, hips, wrists"), pain in extremity ("pain in the fingers"), fatigue ("constant fatigue with a period of more intense fatigue"), food intolerance ("intolerance to food"), allergy to vaccine ("intolerance to vaccines"), urticaria ("urticaria with no determined cause"), eczema ("eczema"), headache ("headaches"), visual impairment ("vision impairment"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory impairment"), abdominal pain ("abdominal pain"), depression ("depression / loss of motivation and gaiety") and pain ("pain with movement") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, pain in extremity, fatigue, food intolerance, allergy to vaccine, urticaria, eczema, headache, visual impairment, heavy menstrual bleeding, disturbance in attention, memory impairment, abdominal pain and weight increased outcome was unknown and the depression and pain had not resolved. The reporter considered abdominal pain, allergy to vaccine, arthralgia, depression, disturbance in attention, eczema, fatigue, food intolerance, headache, heavy menstrual bleeding, memory impairment, pain, pain in extremity, pelvic pain, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: r2110053) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain in the ankles, knees, hips, wrists"), pain in extremity ("pain in the fingers"), fatigue ("constant fatigue with a period of more intense fatigue"), food intolerance ("intolerance to food"), allergy to vaccine ("intolerance to vaccines"), urticaria ("urticaria with no determined cause"), eczema ("eczema"), headache ("headaches"), visual impairment ("vision impairment"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory impairment"), abdominal pain ("abdominal pain"), depression ("depression / loss of motivation and gaiety") and pain ("pain with movement") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, pain in extremity, fatigue, food intolerance, allergy to vaccine, urticaria, eczema, headache, visual impairment, heavy menstrual bleeding, disturbance in attention, memory impairment, abdominal pain and weight increased outcome was unknown and the depression and pain had not resolved. The reporter considered abdominal pain, allergy to vaccine, arthralgia, depression, disturbance in attention, eczema, fatigue, food intolerance, headache, heavy menstrual bleeding, memory impairment, pain, pain in extremity, pelvic pain, urticaria, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.